Event description:
It was reported that an intermittent occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer disconnected tubing, tightened t:lock, delivered test boluses as instructed, removed cartridge, and loaded new cartridge without visible damage or debris noted, then was advised to replace supplies as needed and resume insulin.